Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh on (B)(6) 2008. Later patient expereinced mental and physical pain, physical deformity, has undergone and will undergo corrective surgery or surgeries.